Event description:
It was reported that pump experienced malfunction with a displayed malfunction code, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, reset pump with guidance from representative, confirmed malfunction did not recur after reset, and was advised to continue using pump and call back if issue returned, which customer acknowledged and understood.